Manufacturer narrative:
The device in question was not returned for examination. One of the returned unopened devices was dimensionally inspected and found to meet print specifications. Without the return of the device in question and the limited clinical details provided a root cause cannot be determined with confidence. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healicoil rg sa 4.75mm broke during insertion. All pieces were removed with a grasper. A backup device was available to complete the procedure. No patient injury was reported. A delay of less than 30 minutes was reported.